Event description:
On august 10, 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Manufacturer narrative:
The fractured screw was returned to sybron implant solutions (B)(4) for evaluation. A visual inspection indicated that the screw met product specifications and that the fracture was due to overloading after loosening. This is not a product failure.